Event description:
Patient received an unintended output during electrotherapy treatment. The patient, with a medical history of stroke and parkinson's, was receiving electrotherapy treatment on the biceps. During the treatment, the patient complained of excessive output. The clinician terminated the treatment and inspected the treatment area. The patient did not suffer any injury for the suspected incident. The clinician prescribed the vms waveform for the patient's aliment. The waveform was to be applied using 2 inch diameter adhesive electrodes. The vms waveform was to have an intensity of .1. As the clinician began the treatment, the intensity was adjusted to the prescribed settings. However, as the intensity was adjusted, the patient began to complain of excessive output. The patient routinely takes this treatment. The patient has not suffered discomfort during the past treatments.

Manufacturer narrative:
Awaiting return and evaluation of the device.